Event description:
Patient presented to the physician with pain and tugging sensation from the stimulation lead. The physician repositioned the device to allow additional slack from the lead resolving the issue.